Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right atrial lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch. There was no noise observed on the lead. Technical services discussed programming options and to rule out any lead issues with the health care professional. The lead remains in service. No adverse patient effects were reported.